Manufacturer narrative:
The event occurred in (B)(6). Caller did not provide product information for the compact plus system.

Event description:
Customer reportedly received result of 2.6 mmol/l on the aviva system and result of 6.1 mmol/l on the compact plus system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.